Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. During investigation the piston was unable to detect the cartridge during the load step and continued to force out all fluid and alarmed "no cartridge detected". A force sensor calibration test confirmed the sensor is not detecting the correct force. A bt1 failure was observed after powering pump up, setting correct date and time, removing battery, waiting 15 minutes, and reinserting battery. The pump was opened and a bt1 failure was confirmed. The force sensor resistance was found to be above spec. Visible evidence of green contamination was found around the shim. The keypad was opened and no contamination was found under any of the button contacts. All keys functioning normally. Battery compartment cracked down to pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.